Manufacturer narrative:
An ocd field engineer visited the site and checked the camera adjustments, gripper and associated components. The fe indicated that the instrument was performing as expected. The fe verified operation of the gel camera, gripper, fluidics system and generated a new reference image. No definitive root cause was determined.

Event description:
The customer reported that they observed a false negative test interpretation on the ortho provue analyzer. A pt with a historical type of o positive was typed as o negative by the provue. Testing was repeated with the manual gel method and positive reactivity was obtained. An incident of this nature could lead to transfusion of incompatible blood. Erroneous results were not reported as the test results did not match historical records or test results obtained with an alternate test method.